Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2022, wherein the physician repositioned the migrated leads and anchored them in place. Post-operatively, stimulation therapy was restored.

Event description:
Related manufacturer reference number: 1627487-2022-00749. It was reported that the patient experienced pain at the lead site. The leads had migrated closer to the skin. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.